Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected failed battery alarms noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their battery lost power. The insulin pump had alarmed several alarms since the last few weeks such as battery out and the insulin pump just shut off. The customer's blood glucose level was 70 mg/dl. The insulin pump alarmed a failed battery test during troubleshooting and the customer was advised the insulin pump should be replaced. The device was returned for analysis.